Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported, the md inserted the sheath via the right femoral artery. The iab was zeroed and insertion was completed. The pump was turned on and began to immediately alarm helium loss alarm (3). The patient was x-rayed and the first 1/3 of the membrane was inflated while the last 2/3 to the catheter's tip was not inflated. The iab was removed and another iab was inserted. There were no reported patient complications.